Manufacturer narrative:
Unit was received with unresponsive esc, act, up and down buttons response due to keypad connector unlocked on lcd board. After locking the keypad connector. Unit was received with operating currents within spec. Unit passed self-test and unexpected restart error test. However, intermittent esc, act, up and down button response due to flattened dome (creased). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or displace accuracy test due to unresponsive buttons. Unit received with corroded battery tube, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a nurse that the customer received emergency medical assistance and got hospitalized due to low blood glucose, with unknown blood glucose levels at the time of the incident. The caller did not have all the hospitalization information and would call back. The customer went low due to hard to push buttons on their pump. The customer experienced a high of 300 mg/dl and treated with a manual injection. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.